Event description:
The ventilator was connected to a pt. The customer reports that the front panel lights flashed erratically and the ventilator failed to cycle. There was no pt injury. The "rt error code alarm" and the "battery voltage too high" alarms were activated.

Manufacturer narrative:
The device was returned to siemens for evaluation. Physical damage to the front panel was applying pressure on the pc boards resulting in the failure. The front panel and mounting clamp were replaced and the device functioned within specifications. The device was returned to the customer after repair.